Event description:
Customer reported that a patient presented with a superficial infection at the iliac bone graft site, 12 days following a c5-c6 partial corpectomy/microdiskectomy. The patient was prescribed antibiotics. The current status of this patient is reported as unknown.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.